Event description:
The stent of the 3.0x18 cypher was found broken when taken out of the package. The product was not clinically used and will be returned.

Manufacturer narrative:
The device was not returned for analysis. Additional information regarding the event are not available. A cypher stent 3.00x18mm was reported to be "found broken" when taken out of the package. The product was not clinically used. Although the product was intended to be returned for analysis, it has not been received. Several attempts were made to retrieve more information and follow up on product efforts, but were unsuccessful. The hospital does not recall if the product was sent. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the limited information provided, it is not possible to draw a conclusion about what factors may have caused the event.